Event description:
Resident was transferring himself to chair that is attached to lift device and sustained a laceration of approx 3 inches to the right lower medial aspect of leg. He was sent to hosp ER due to active bleeding. A bleeder was ligated and wound sutured at ER and was started on antibiotic. In investigating the situation, the only cause that was identified was chrome paint that was chipping off the bottom of the chair. This was reported to the co, awaiting repsonse.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.